Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting oversensing with no output at the time of implant. The physician was able to reprogram the ipg and it remains implanted at this time.